Event description:
It has been reported to philips that the flexvision monitor required replacement. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that an issue with the flex vision monitor. Upon troubleshooting fse found that the screen became completely gray, resulting in the disappearance of the display. To resolve the issue, fse replaced the lcd monitor. The defective component was returned to philips for analysis and found that the monitor was powering down because of a faulty power supply. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.